Event description:
The customer contacted stryker to report that their device shut off unexpectedly multiple times while with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 of the additional mfg narrative of the initial medwatch report states: stryker evaluated the device and could not duplicate the issue. It was noted by the field service representative that both batteries were nearly depleted on the event date. The cause of the reported issue was traced to the low batteries. The customer explained that the charger to the device was not properly plugged in, therefore the batteries were not charging. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h11 of the additional mfg narrative of the initial medwatch report should state: stryker evaluated the device and could not duplicate nor verify the reported issue. The technician noted that both batteries were nearly depleted on the event date but a conclusive root cause could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The results and conclusion code have been updated accordingly.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue. It was noted by the field service representative that both batteries were nearly depleted on the event date. The cause of the reported issue was traced to the low batteries. The customer explained that the charger to the device was not properly plugged in, therefore the batteries were not charging. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut off unexpectedly multiple times while with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.